Manufacturer narrative:
(B)(4). Additional information: 3rd fu which firing of the device did this event occur on? Do not know. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Do not know. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient, no.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not form. There were no patient consequences. The case was completed with an er320 device. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.